Manufacturer narrative:
Summary of event: as reported, during an unspecified neurological procedure, a beacon tip torcon nb advantage angiographic catheter's hub separated. Access was obtained via the femoral artery targeting the internal carotid artery. The hub was not wiped down with any cleaning solution. Another manufacturer's power injector was used and the catheter's hub "blew off" at 1000 psi. The catheter was removed under fluoroscopy intact, and another same type of device was used to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the catheter. Glue residue was present on the catheter, and no catheter material was left in the hub. A document-based investigation evaluation was performed. A review of the device history record found no non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified neurological procedure, a beacon tip torcon nb advantage angiographic catheter's hub separated. Access was obtained via the femoral artery targeting the internal carotid artery. The hub was not wiped down with any cleaning solution. Another manufacturer's power injector was used and the catheter's hub "blew off" at 1000 psi. The catheter was removed under fluoroscopy intact, and another same type of device was used to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.